Manufacturer narrative:
Patient city: (B)(6) patient country: belgium

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced infusion set adhesive issue on (B)(6) 2026. The patient reported that the infusion set tape was detached while changing clothes. No further information available.